Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade IV" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, granuloma, rupture.

Event description:
Healthcare professional reported suspected rupture and grade IV capsular contracture. Pathology report states 'periprosthetic capsule: fibrosis and chronic inflammation, with granulomatous reaction to foreign body'. Device has been explanted and replaced with non-allergan brand. Record relates to the left side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/29/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/14/2024.

Event description:
Healthcare professional reported suspected rupture and grade IV capsular contracture. Pathology report states 'periprosthetic capsule: fibrosis and chronic inflammation, with granulomatous reaction to foreign body'. Device has been explanted and replaced with non-allergan brand. Record relates to the left side.

Event description:
Healthcare professional reported suspected rupture and grade IV capsular contracture. Pathology report states 'periprosthetic capsule: fibrosis and chronic inflammation, with granulomatous reaction to foreign body'. Device has been explanted and replaced with non-allergan brand. Record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Visual analysis of the photographs identified. Rupture: not observed. Capsular contracture: unable to observe, since it is not related to the device. Granuloma: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Granuloma: unable to observe, as it is not related to the device. Rupture: not observed openings, during the analysis. Additional observations: observed, deformation on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, suspected rupture. And grade IV, capsular contracture. Pathology report, states 'periprosthetic capsule: fibrosis and chronic inflammation with granulomatous reaction to foreign body'. Device has been explanted and replaced with non-allergan brand. Record relates to the left side.